Event description:
The device was used during an ectopic pregnancy. The initial blie load dislodged from the device after depressing the back unlock button. The cartridge fell into the pt. The reload was retrieved. The device fired and stapled adequately. There was no consequence to the pt.